Event description:
"Cpi" received info that two possis leads were removed from svc. One of the leads had an insulation fracture. "Cpi" is unable to determine which lead had the problem so will report on lot number 003252.